Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient, on (B)(6) 2026, while attempting to insert a new sensor the insertion site began bleeding, and they had to call an ambulance. The patient was transported to the hospital because the bleeding would not stop. The patient clarified that this was the first time such an event had occurred and that the bleeding was coming from the small hole. They removed the sensor, but the bleeding continued. She confirmed that the bleeding began approximately an hour earlier and they had used lots of napkins and paper towels to manage the bleeding. While at the hospital the patient was given IV saline and was still in the hospital at the time of the interaction. The doctors had not yet evaluated the patient. She also confirmed that once at the hospital, gauze was applied to the site, but she did not know the outcome and believed the bleeding might still be ongoing. It was additionally confirmed that the patient was taking aspirin. There were no other symptoms reported. At the time of the report, patient condition was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
No additional patient or event information is available.